Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Due to the absence of any melted residual terminals, it is not possible to accurately analyze the electrode melting. Electrode melting may be related to the following situations: during plasma excitation, there are situations where the instantaneous current density at the contact part of the electric cutting ring is too high, resulting in high temperature and melting. During output, the electrode accidentally comes into contact with other (metal) instruments, there are foreign objects and impurities attached to the surface of the electric cutting ring, the liquid surface area in contact with the electric cutting ring is relatively small or repeated cutting of electrodes leads to wear and tear. It was reported that the "single use" electrode had been used several times, which is tantamount to an intervention in the safety of the device. A clear indication of "single use" use can be found on the label. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3 and h6.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high-frequency resection electrode's distal end was melted and there was no residue found. The issue occurred during reprocessing. There were no reports of patient harm.